Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a crack was found after placing a roi-a cage; the cage was removed and there was no reported patient harm or injury; however, the time of the operation was temporarily lengthened to replace the cage.

Event description:
It was reported a crack was found after placing a roi-a cage; the cage was removed and there was no reported patient harm or injury; however, the time of the operation was temporarily lengthened to replace the cage.

Manufacturer narrative:
Inspection the returned product was evaluated. Inspection revealed that the device is clearly cracked. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.